Manufacturer narrative:
Unit had cracked battery tube threads, broken reservoir tube lip.

Event description:
It was reported that the battery compartment was cracked. The customer's blood glucose value was unknown. Drive support cap not appears to be damaged. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.